Event description:
It was reported that lead was damaged during a surgical procedure. It was noted lead was functioning from previous connection. It was stated that they put the lead in/out several times and the lead appeared to be getting caught about 3/4 way in. Company rep indicated lead looked "strange" at electrode 3. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).